Event description:
It was reported that the drill broke in the patient's femur. All the pieces were removed from the patient.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. Patient initials: (B)(6)

Manufacturer narrative:
Device is affiliated and was received with a second instrument. There is a bow and distinct bend on the overall length of the drill/pin. This is a point stress from over torque and loss of axial alignment. Excessive forces applied to the instrument can result in failure. Visual inspection confirms multiple scratches on the outer surface of the pin diameter. Majority are cylindrical which indicate contact with another instrument or device while rotating. Material has been skived off the passing pin¿s outer surface. The drill tip has been damaged and also shows symptoms of contact with another instrument or device. There have been no other abnormalities reported for this manufacturing lot. No root cause related to the manufacture of the device was established.

Manufacturer narrative:
Device is affiliated and was received with a second instrument. There is a bow and distinct bend on the overall length of the drill/pin. This is a point stress from over torque and loss of axial alignment. Excessive forces applied to the instrument can result in failure. Visual inspection confirms multiple scratches on the outer surface of the pin diameter. Majority are cylindrical which indicate contact with another instrument or device while rotating. Material has been skived off the passing pin¿s outer surface. The drill tip has been damaged and also shows symptoms of contact with another instrument or device. There have been no other abnormalities reported for this manufacturing lot. No root cause related to the manufacture of the device was established.